Manufacturer narrative:
Surgeon identified a lucent line underneath the tibial implant. Revision of the tibial implants is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgeon identified a lucent line underneath the tibial implant. Revision of the tibial implants is planned.